Event description:
Revision surgery - the head disassociated because the 40mm head was not properly impacted due to residual bone on the glenoid face. The shoulder was to lax, resulting in the disassociation of the head from the glenoid baseplate.

Manufacturer narrative:
Corrected the unique identifier (UDI) #, it was reported as (B)(4) on the initial medical device report; it should be: (B)(4). Manufacturer narrative: the reason for this revision surgery was the disassociation of the head from the glenoid baseplate after 21 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; with 6 of the prior complaints having the same failure mode of dissociation. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.